Event description:
Customer reports, drawer on pyxis anesthesia system failed. No pt harm.

Manufacturer narrative:
(B)(4). Add'l data/failure investigation: customer discovered physical item obstruction causing drawer failure. Customer resolved.